Event description:
Rptr suffers from bladder incontinence. To avoid leakage when she sneezes, coughs, etc, she needs some kind of protection. When she saw a thinner pad, she decided to try them, since the pantie liners were not thick enough. Many times she came up with vaginal irritation extending to the rectal section causing discomfort and pain outside and internally. After using MFR's bladder control pads on and off she is convinced that it was the pads that were causing the problem requiring medical assistance. She was examined by a dr in the hosp. The dr took some samples and tests and prescribed cream to be applied internally. She reported the problem to the co and was told that she might be allergic to any of the chemicals they use in the pads.